Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has t-wave oversensing (twos) at faster rates. The sensitivity has already been changed to 0.6mv. The device and lead are still in use. No patient complications were reported as a result of this event.